Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Corrected information provided in h10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported an intraocular lens was exchanged for another lens model during the initial implant procedure due to a zonular defect. Additional information was received indicating an anterior vitrectomy was performed during the procedure. It was reported there was no iol defect.